Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after 30.1 months of service due to a red warning screen and error code. In addition, the patient reported hearing a series of fast-paced tones. A boston scientific technical services consultant (ts) advised that the reported error code is not a recognized error code, and that the reported symptoms indicated that the crt-d device was in fallback mode. The device was successfully explanted and replaced with another guidant crt-d without incident.